Event description:
At the patient's two week follow-up, it was reported that the patient experienced diaphragmatic stimulation. A chest x-ray confirmed that both leads were dislodged. The leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.